Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation of the device, the physician had difficulty updating the st threshold. When device was re-interrogated after turning off and restarting the programmer, it was noted that st threshold was already set with normal values. A telemetry issue was suspected. The patient condition was good.